Manufacturer narrative:
Visual inspection of the device confirmed burn damage on the power supply board; the power supply board was replaced to resolve reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a plum 360 with sn (B)(6) was found to have a burnt power charge board. There was no patient harm reported.